Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal portion measuring 50.9cm was returned for analysis. The portion of the returned lead was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high thresholds and low sensing were observed due to a lead dislodgement. The lead was explanted. The condition of the patient was stable.